Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an 59mm diameter abdominal aortic aneurysm. The angle between the proximal aaa neck and the main axis of the aaa was 49 degrees. The non-aneurysmal aortic neck diameter was 24mm. The right and left iliac arteries exhibited moderate tortuosity. It was reported that an ultrasound/cdus performed approximately 8 years post index procedure revealed an unknown endoleak. No intervention was performed. Per the investigator the cause of the event is unknown. It was reported that a follow up CT performed approximately 8 years and 2 months post index procedure confirmed a type ib endoleak. It was noted that this event is related to the device but not related to the procedure. No other clinical sequelae were reported.

Manufacturer narrative:
Additional information received on this case reported that the type ib endoleak and stent graft migration had resolved after a secondary evar procedure performed approximately 8.5 years post index procedure. It was noted that the original endoleak noted 8 years post index procedure can now be classified as a type ib endoleak. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated: additional information received for this case; it was noted that the type ib endoleak was in the right limb and that there was right stent graft limb migration and device dislocation. From images, it can be confirmed that it is the limb of the bifurcate that migrated out of the right iliac limb and the limb is not a complaint. It was confirmed that the limb of the main body ((B)(4)) has migrated causing the type 1b endoleak. Device dislocation refers to the device migration. The main body itself has not migrated. (B)(4) is no longer a complaint. 2953200-2018-00021 is considered redacted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the right limb migration could not be determined from the films provided. Earlier post-implant images were not provided for comparison. Per the crf, the pre-implant right common iliac artery measured 15mm with moderate right iliac tortuosity, and the infrarenal neck was angulated 50 deg. CT¿s returned from 8 years post-implant revealed that the bifurcate was positioned ~10mm below the lowest left renal artery within the severely angulated neck; the neck infrarenal angulation measured ~80deg a-p and 90deg rt-lt. The bifurcate ipsi limb was confirmed to have pulled out of the right common iliac artery and there was a resulting distal type I endoleak. The distal right limb od measured ~17mm, and the flow lumen diameter of the rcia ranged from 20 ¿ 15 ¿ 14 ¿ 13 ¿ 15mm. The rcia was moderately tortuous with scattered calcification and minimal thrombus. It appears that disease progression (iliac artery dilation) and probable morphology changes (increased aortic neck/limb angulation) likely led to the right limb pulling out of the rcia and the resulting distal type ib endoleak. If information is provided in the future, a supplemental report will be issued.